Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins is turning on/ off unexpectedly. Patient reported that therapy is turning off by itself. Rep said patient reported stimulation turning off by itself a week ago and again today. Patient said the implant was full at 1 pm today thus it should not be due to empty battery. Rep said she had patient lay down and get up and vice versa, but patient did not feel stimulation. Patient's adaptive stimulation is on. Rep said patients stimulation turned to 0 ma a week ago when this occurred. Patient does not have controller with him today to troubleshoot and rep is not with him. It was suggested that patient monitor and of the events and call when has controller for further troubleshooting. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the ins turning on/off was not determined and the representative met with the patient and ensured position check was accurate in all positions. They reprogrammed the patient and set the intensity in each position for the patient. The issue was resolved. No further complications reported.